Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 580 (mg/dl). Customer stated the cause of the elevated bg level was unknown. A corrective bolus was delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.